Event description:
Information received from medtronic indicated that the insulin over-delivery led to low blood glucose event. The blood glucose value was 3.6 mmol/l. The customer does not show symptoms related to hypoglycemia. Customer has been using insulin pump system within 48 hours of reported low bg event. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue using the device. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. Successfully downloaded the trace and history files using thus and carelink upload was successful. No over-delivery anomaly was noted during testing. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. The pump passed all functional testing. Over-delivery and low bg anomalies are not confirmed. Please see below for the following programmed bolus deliveries on the event date ( (B)(6)2022): (B)(6)2022 07:51:20.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.3 bolusamountdelivered = 0.3; (B)(6)2022 08:17:18.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard ormalbolusamountprogrammed = 1.9 bolusamountdelivered = 1.9; (B)(6)2022 11:00:36.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.7 bolusamountdelivered = 0.7; (B)(6)2022 12:13:35.000 dualboluspartdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.7 squarebolusamountprogrammed = 0.7 ;bolusamountdelivered = 0.7; (B)(6)2022 13:43:00.000 dualboluspartdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.7 squarebolusamountprogrammed = 0.7; bolusamountdelivered = 0.7; (B)(6)2022 14:08:39.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.325 bolusamountdelivered = 0.325; (B)(6)2022 16:21:00.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.7 bolusamountdelivered = 0.7; (B)(6)2022 17:53:30.000 normalbolusdelivered bolusprogrammingmethod = manual bolus normalbolusamountprogrammed = 0.8 bolusamountdelivered = 0.8; (B)(6)2022 18:43:44.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.425 bolusamountdelivered = 1.425. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.